Manufacturer narrative:
Batch review performed on 27 march 2019: lot 187780: (B)(4) items manufactured and released on 05-nov-2018. Expiration date: 2023-10-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by r&d (B)(4). The cancellous bone screw broke during the insertion: the root cause of the event cannot be determined with certainty; a possible cause can be related to an incorrect pre-drilling performed with drill bits or a high flexion provided to the screw that led to the breakage of the screw head. In addition, as reported by the surgeon, the patient had very hard bone and a possible cause is that the surgeon may have not drilled deep enough prior to implant the screw.

Event description:
During the primary hip surgery and while implanting the 35mm impact dome screw, the head of the screw broke off. The surgeon stated the patient had very hard bone and that he may have not drilled deep enough prior to implanting the screw. The surgeon chose to leave the broken screw in place and there was no interference between the screw and the liner.